Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that drive support cap was loose which may have resulted in customer's high blood glucose. Insulin pump would be replaced.

Manufacturer narrative:
The pump passed the displacement test. However, the pump was received with a slightly loose drive support disk. The pump was received with minor scratches on the lcd window, cracked battery tube threads, and a broken belt clip slot.